Event description:
The event was reported to happen on (B)(6) 2014, the event was first reported to us on (B)(6) 2014. During the process of gathering info we were notified on (B)(6) 2015 that a nurses aid had been pricked by the device in use. A medical questionnaire was sent with request for completion and return, after multiple attempts to retrieve, the medical questionnaire was received by us on (B)(4) 2015. The medical questionnaire states that blood work was performed and no other details are given. Nurses aid took patient blood sugar and put the lancet on the table, when she picked it up to dispose of the lancet she was stuck in the left thumb as the needle did not retract. MFR #8021764-2015-00003.